Manufacturer narrative:
A field service engineer (fse) was dispatched who noted that customer discovered buildup on cup pickup sensor causing cups not be picked up out of incubator. Customer cleaned and lubricated cup pickup assembly, verified proper operation. No further action required by field service the probable cause of the event was a dirty sensor. Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA(B)(4).

Event description:
On (B)(6) 2016 a customer reported incubator slip error with their aia-900 analyze. Analyzer shutdown over weekend. Asked customer to bring analyzer up and perform daily check. Css called back analyzer still has slip error. A field service engineer (fse) was dispatched to address the reported event, which resulted in delay in reporting of patient results for prog and e2. There was no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.